Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. The system performance was found to be in spec and as expected. No new risk recognized.

Event description:
During essential tremor treatment, patient reported a slight numbness on the lower right lip. The lip paresthesia was diminishing but still present at the end of treatment.